Event description:
The device was returned for analysis after 46.2 months due to suspected por (power on reset) situation, the device had returned to nominal parameters. The device was replaced and the pt status is good.

Manufacturer narrative:
Final device analysis results revealed broken bond wire. Findings from functional testing show power-on-reset (por) occurs when pressure is applied to the can. The titanium shield was removed for destructive analysis and visual inspection under a microscope, noted broken bond wires connecting the battery to the hybrid circuit, which explains the por. Also, the epoxy bond between the hybrid and both battery terminals was broken. The results of the investigation shows the broken battery bond wires are related to the reason for return. The broken epoxy bond indicates that there was a relative hybrid-to-battery movement, which led to mechanical stressing of the battery wire bonds. The serial number is part of the affected sn range for the kinetra broken wire bond recall.